Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable was noted to be broken at the distal end of the pk dissecting forceps instrument, by the pulley assembly. The cable appeared to be frayed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.